Event description:
It was reported to boston scientific corporation that a percuflex biliary stent was used during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2015. According to the complainant, during preparation, the percuflex biliary stent was noted to be bent upon opening of the device package. The procedure was completed with another perculex biliary stent. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedures was reported to be "good."

Manufacturer narrative:
Reported event of stent kinked. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.